Event description:
This product is only ous approved but it is similar to a us marketed device. It was reported that during a coronary treatment procedure balloon rupture occurred. The moderately calcified lesion located in the moderately tortuous left anterior descending (lad) artery. The physician pre-dilated the lesion with an apex monorail 2.0x15mm in the mid lad. The physician then used the apex monorail 2.5x15mm and dilated the lesion several times in the mid lad. The physician then used the two apex monorail balloons: 2.0x15mm in the 1st diagonal and 2.5x15mm in the mid lad to perform a kissing balloon technique. The physician then dilated the balloons to 10atm for about 5 seconds and the apex monorail 2.5x15mm burst after first inflation the apex monorail 2.0x15mm did not burst. The apex monorail 2.5x15mm balloon catheter was removed intact and exchanged with another of the same device and no stent was deployed. Patient had "no problem" after procedure was performed.

Manufacturer narrative:
.